Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, it was found out that there were automatic mode switch (ams) episodes resulted from noise over-sensing due to electromagnetic interference (emi) on the right atrial (ra) lead. Programming changes were made. It was noted via stored electrograms that the right ventricular (rv) lead exhibited episodes of noise. No intervention was performed on the rv lead. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.